Event description:
It was reported that during a sleeve gastrectomy procedure, after firing the device, it would not open. The physician tried to reverse the switch but the device did not open. The physician believes that a combination of squeezing the closing trigger and pressing the release button finally opened the device. The staple line was said to be normal. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Near pylorus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke did the event occur? Third. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes, this is why the product complaint has been filed. Is there any other additional information you would like to share about this device or procedure? No the analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.